Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned as it was discarded. Per instruction for use of the intrathecal catheter, catheter fracture is a possible risk associated with the use of the intrathecal catheter. It is unknown what caused the damage to the catheter. (B)(4).

Event description:
Patient tracking specialist & outreach services contacted technical solutions via email to report a catheter replacement. Technical solutions contacted the agent covering the complaint for additional information. The agent confirmed that the catheter was "torn in half" and it is unknown how the damaged occurred. Agent confirmed that the revised segment of the catheter was discarded.